Event description:
It was reported that during a ptca/stenting treatment procedure, the iq marker guide wire fractured. The patient was asymptomatic during this event. The lesion being treatment was a 50% stenotic lesion in the right coronary artery (rca). The physician used a 6 fr medikit introducer sheath for vascular access, and a 6f launcher guide catheter. It is noted that the iq marker guide wire was manipulated through a metal needle entry. The distal rca was direct stented with two overlapping cypher select stents. A dissection in the ostium of the rca was then noted. Attempts were made to stent the remaining lesion, but the lesion could not be crossed. A second iq marker guide wire was advanced as a `buddy wire' to provide more support when crossing the lesion, and the lesion was pre-dilated. However, the stent could still not cross. The iq marker guide wire was removed from the patient, with no resistance or excessive force, and was noted to be fractured into two portions. Attempts to retrieved the retained portion of wire were unsuccessful. Approximately 60 mm of the distal iq marker guide wire remains in the patient's distal rca. Patient status is reported as `good'.